Manufacturer narrative:
(B)(4). (B)(6). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and revealed that the device met all material, assembly, and product specifications at the time of release to distribution. Stent migration is listed as a potential complication in the dfu. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6) 2011 as part of the (B)(6) clinical trial. According to the complainant, the patient had a post liver transplant abdominal cholecystectomy on (B)(6) 2008. On (B)(6) 2011, the baseline biliary obstructive symptoms assessed were jaundice, itching, dark urine, and pale stools. In addition, liver function tests were performed and a cholangiogram performed prior to stent placement revealed a mid-biliary stricture. On (B)(6) 2011, a sphincterotomy was performed during the stent placement procedure; a prior sphincterotomy was not performed and the stricture had not been previously dilated. The 10mm x 80mm metal stent was deployed in a satisfactory position across the stricture. The subject was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, it was noted that the stent had spontaneously migrated. The stent was left implanted within the patient and no attempts to retrieve the stent were noted. During the re-intervention, a drain was placed. No adverse events were reported following the re-intervention. The condition of the patient following the re-intervention was reported to be fine. On (B)(6) 2011, the following information was reported to boston scientific. According to the study site, there was a full distal migration of the stent. It could not be confirmed if the patient passed the stent, but it was reported that the stent has been removed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient had a post liver transplant abdominal cholecystectomy on (B)(6) 2008. On (B)(6) 2011, the baseline biliary obstructive symptoms assessed were jaundice, itching, dark urine, and pale stools. In addition, liver function tests were performed and a cholangiogram performed prior to stent placement revealed a mid-biliary stricture. On (B)(6) 2011, a sphincterotomy was performed during the stent placement procedure; a prior sphincterotomy was not performed and the stricture had not been previously dilated. The 10mm x 80mm metal stent was deployed in a satisfactory position across the stricture. The subject was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, it was noted that the stent had spontaneously migrated. The stent was left implanted within the patient and no attempts to retrieve the stent were noted. During the re-intervention, a drain was placed. No adverse events were reported following the re-intervention. The condition of the patient following the re-intervention was reported to be fine. On (B)(6) 2011, the following information was reported to boston scientific. According to the study site, there was a full distal migration of the stent. It could not be confirmed if the patient passed the stent, but it was reported that the stent has been removed. On (B)(6) 2012, the following information was reported to boston scientific. According to the study site, on (B)(6) 2011, the patient developed an anastomotic restenosis at the original treatment site. The patient was admitted. The stenosis was treated with an external drain, that was clamped and left to drain overnight. The patient was scheduled to have the drain placed with a stent in 6 months. On (B)(6) 2011, the event was considered resolved without residual effects and the patient was discharged. Based upon adjudication results by the independent medical review, the restenosis was considered related to the study stent, as a secondary result to the stent migration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6) 2011 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had a post liver transplant abdominal cholecystectomy on (B)(6) 2008. On (B)(6) 2011, the baseline biliary obstructive symptoms assessed were jaundice, itching, dark urine, and pale stools. In addition, liver function tests were performed and a cholangiogram performed prior to stent placement revealed a mid-biliary stricture. On (B)(6) 2011, a sphincterotomy was performed during the stent placement procedure; a prior sphincterotomy was not performed and the stricture had not been previously dilated. The 10mm x 80mm metal stent was deployed in a satisfactory position across the stricture. The subject was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, it was noted that the stent had spontaneously migrated. The stent was left implanted within the patient and no attempts to retrieve the stent were noted. During the re-intervention, a drain was placed. No adverse events were reported following the re-intervention. The condition of the patient following the re-intervention was reported to be fine.